Event description:
Device malfunction: required second device to retrieve embolic protection device. Time of malfunction: during procedure. Symptoms /ae: none. It was reported that during a mid-left internal carotid artery stenting procedure, while attempting to retrieve the embolic protection device, the retrieval catheter would not advance through the stent. Reportedly, it was assumed that the struts of the stent were bent causing the obstruction. A balloon catheter was advanced through the stent without problems and inflated successfully; however, further attempts to cross the retrieval catheter through the stent continued to be successful. A non-abbott catheter was successfully used to retrieve the embolic protection device. There were no adverse pt effects reported. Although requested, there were no adverse pt effects reported. Although requested, there is no add'l info available.

Manufacturer narrative:
The device is expected to be returned. It has not yet been rec'd. The x-act carotid stent lot # 490494, is being filed under another MFR report number.